Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose. As the pump was still functional, customer continued to use the pump for insulin therapy.